Event description:
It was reported that, during navio preventative maintenance, an e6 error was displayed while testing the anspach emax 2 plus hand piece - rohs. The exterior condition of the drill shows minor wear. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
G3, h2, h3, and h6: the navio drill part number 101209, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and it was revealed that an e5 error was present upon plug in, and the device was unable t be evaluated further due to this error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been associated with a lack of irrigation on the drill, which may have caused it to overheat. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. D8 and d9: device returned d10: add concomitants.